Manufacturer narrative:
E1: address line 1 "(B)(6)". One device was received for evaluation. Visual inspection found the device's tamper seal to be missing. Functional testing was unable to duplicate the reported problem. The air detector was able to be switched on and off without any problems. The service history review had no indication that the complaint was related to a service of the device within the review period. No further action will be taken.

Event description:
It was reported that the device's air sensor cannot be switched off. There was unknown patient involvement.